Manufacturer narrative:
Concomitant medical products: product ID 3889-28 ,lot# va1dupb , implanted: (B)(6) 2017 ,product type: lead ,ubd: 12-jan-2021, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient had back pain prior to having this device however, as soon as they started using the device, their back pain got worse. Patient states they used the device for maybe 6 months and ended up just turning the stimulation off. Patient states they also noticed they had no bladder control after getting the device, where as before they had some control before. Patient states they went to the healthcare professional (hcp) regarding this issue, but they just gave them the run-a round. Patient states they also have noticed about 3-4 months ago or maybe a little longer that the wire came loose. They state they can feel the stimulator and right underneath it, maybe an inch, they can feel the wire and maybe even moving. Patient states they also have a knot that had just showed up in their spine and they will probably need surgery for this soon. Patient states at this point, they just want the device taken out. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1dupb serial# implanted: (B)(6) 2017. Explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the wire came loose on the bladder stimulator and they could feel it poking. During the call with patient services the patient reported that they had the interstim put in (B)(6) 2017 (later in the call pt said it started a week or two after implant) and the doctor told them it was supposed to help their back too but it did not makes their back better their back hurts worse, they had felt stim in their back, so they turned it off, they quit using it and their back pain got better so they never turned it back on because every time they did turn it on and try it would make their back hurt. The patient was redirected to their healthcare provider to further address the issue. During the call the pt also re-reported they noticed feeling a wire moving around, floating around, under the stimulator, it's been about a year and their back sta rted hurting.